Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no delivery alarms. A call back will be scheduled. No further details given.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the no delivery alarms occurred during priming and that the blood glucose had been 236 mg/dl. The alarm was resolved with a complete set change and the customer was unable to troubleshoot for the issue.